Event description:
Rptr received the er1 message. Rptr retested with a blood glucose result of 143 mg/dl. Rptr did not compare confirmation dot with the color chart. Reviewed technique with rptr as she had been re-inserting the same teststrip for retest.